Manufacturer narrative:
The full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated the criteria for the rv lead integrity alert were met, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter). Concomitant medical product: 4076 lead implanted: (B)(6) 2005.

Event description:
It was reported a lead integrity alert triggered. It was also reported the lead displayed noise and there was a sensing and detection issue with the device. Re-programming the lead to off was done and the same was suggested for the device. The device and lead were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.